Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.1 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology is unknown. It was reported that while placing an endurant stent graft system, the physician inadvertently covered the right hypogastric artery with an extension to the ipsilateral limb. The lao was set at 60 degrees based off of the 3-d reconstruction of the patient's anatomy. There was insufficient lao to see the take-off of the vessel on the sheath run and the physician marked it 1.5 cm beyond the hypogastric artery. Additionally, the hypogastric artery took off posteriorly it was not recognized at the time of implant. On final angio all stent grafts looked patent and sealed with no evidence of endoleaks. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), incorrect technique/procedure (measurement and imaging errors). Evaluation, conclusion: user error contributed to event (measurement and imaging errors).